Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant, the left ventricular (lv) lead exhibited high thresholds and high impedance in two different branches of the target vein. The lead was not used and a replacement lv lead was implanted. The replacement lead also exhibited high thresholds and high impedance. The replacement lead remains in use. No patient complications have been reported as a result of this event.